Event description:
It was reported that the patient presented with chronic worsening back pain. Per the encounter notes the patient had been involved in a work related accident. The patient reported that it was non-radiating severe local pain mostly in the lower back and sacrum. The patient did reported burning in the posterior legs. A previous MRI showed a l3-4 disc displacement. Assessment: degenerative disc disease, disc displacement, and back pain. Six months later, the patient presented with the preoperative diagnosis of degenerative joint disease with instability at l4-5. The patient underwent surgery which consisted of a posterior lumbar interbody fusion, l4-l5 using interbody cage device with rhbmp-2/acs, graft expander/extender, and local autogenous bone graft with bilateral pedicle screw instrumentation and posterolateral fusion at l4-l5. No patient complications were noted. On 286 days post-op, the patient presented with worsening left hip pain. On 305 days post-op, the patient presented with left hip bursitis and degenerative joint disease. Pain radiated in the left buttock and thigh. On 315 days post-op, the patient presented with left hip and left leg pain. The next two months, the patient presented with worsening hip pain on the left. The patient was in physical therapy with slight improvement and some improved strength. However, there was still severe local pain in the anterior hip. She had left hip osteoarthritis and weakness. She had difficulty walking and constant pain into the groin. Assessment: left hip bursitis and degenerative joint disease. There was some question of avascular necrosis. On 362 days post-op (one year post-op), the patient presented with improved back and left leg pain. On 422 days post-op, the patient presented with pain and edema. The patent underwent a MRI of the hip which showed sprain on the left associated with left-sided intertrochanteric bursitis. There was mild edema of the lateral aspect of the greater trochanter which was inflammatory in etiology. There was no avascular necrosis or stress fracture of the cartilage of the hip joint. There was mild thinning of the cartilage of the hip joint. On 439 days post-op, the patient presented with pain radiating to the left lower extremity and underwent an electrodiagnostic nerve conductive study which demonstrated results consistent with l3-4 fusion with continued radicular pain. On 461 days post-op, the patient presented with worsening hip pain and worsening pain down the legs (left greater than right) with worsening weakness and numbness. The patent reported difficulty walking. The patient received a steroid injection to the left posterior hip. No patient complications were reported. Assessment: left hip bursitis, degenerative joint disease, and left lumbar radiculitis. There was some question of avascular necrosis. On 510 days post-op, the patient presented with improved left hip pain, bilateral knee pain and leg pain. Per the encounter notes a l4 radiculopathy was discovered on the left with an emg study. On 749 days post-op, the patient presented with chronic recurrent pain on the left in the lumbar paraspinals which was secondary to the fusion l3-4. On 777 days post-op, the patient presented with continued hip pain on the left. Per the encounter notes the patient had not responded in the past to injections; however, they were going to try again. The patient was disabled from work at this time and with chronic recurrent pain. The patient received a steroid injection to the left sciatic notch. No patient complications were noted. On 895 days post-op, the patient presented with hip pain going down into the left leg proximal area. Assessment: left hip bursitis, degenerative joint disease left lumbar radiculitis. There was some question of avascular necrosis. On 923 days post-op, the patient presented with chronic recurrent pain on the left in the lumbar paraspinals which was secondary to the fusion l3-4. The patient received a steroid injection into the left sciatic notch. On 998 days post-op, the patient presented with chronic recurrent pain on the left in the lumbar paraspinals which was secondary to the fusion l3-4. Per the encounter notes the patient had had some relief from the last steroid injection and at this point had more pain on the right side into the hip and groin and down the anterior leg. On 1007 days post-op, the patient presented with continued hip pain on the left into the lumbar spine and going down the left leg into the proximal area of the sciatic area. The patient underwent a steroid injection into the left sciatic notch. No patient complications were noted. On 1028 days post-op, the patient presented with continued hip pain on the left and had some relief with the last injection however it was decided to hold off on further injections as the patient had night sweats which were possibly related. There was continued groin pain on both sides with pain going down the left leg in the proximal area in the sciatic area (improved). The patient also had left ankle swelling which had been stable. The patient was still disabled from work. On 1309 days post-op, the patient presented with worsening back pain down the both legs and worsening numbness and weakness in both feet. The patient had been having trouble walking and had been dragging the feet while walking. There was continued groin pain on both sides and going down the left leg in the proximal area in the sciatic area (improved). The patient also reported left ankle swelling. There was evidence of herniated nucleus pulposus l4-l5 with radiculopathy. On 1318 days post-op, the patient presented with pain and underwent a lumbosacral MRI which showed a post laminectomy changes at l3-l4 with no evidence of recurrent herniation at that level. There was a smaller, l4-l5, disc herniation lateralizing more towards the right. At l2-l3, there was a midline disherniation lateralizing toward the left and right with exuded right sided fragment. No evidence of septic spondylitis, paraspinal mass or severe stenosis. No recurrent herniation at l3-l4 level. On 1331 days post-op, reportedly, the patient presented with pain and underwent ncs/emg testing which showed chronic l4 radiculopathy on the left. On 1504 days post-op, the patient presented with acute exacerbation of pain and continued radicular symptoms on the right and left with numbness into the feet and weakness in both legs with difficulty walking. She had evidence of l4-5 hnp and chronic left l4 radiculopathy. The patient underwent a local injection of depo-medrol 40mg and lidocaine 4cc into the right deep buttock. On 1141 days post-op, the patient presented with right forefoot pain and underwent a MRI which showed a mild diffuse bone marrow edema demonstrable within the base and proximal shaft of the second and (to a lesser degree) the third metatarsal. On 1518 days post-op, the patient presented with continued back pain down the both legs and worsening numbness and weakness in the both feet. Per the encounter, the patient had had some relief after a right sided injection but still has hip and groin pain. The patient had trouble walking and had been dragging her feet while walking. On 1737 days post-op, the patient presented with chronic low back pain radiating to bilateral lower extremities. Per the encounter notes the patient felt their pain had been exacerbated the week prior. The patient underwent a trigger point injection in the lumbar paraspinals on the left l4/5. No patient complications were noted. On 1748 days post-op, the patient presented with chronic low back pain radiating to bilateral lower extremities; right lateral hip pain; trouble walking; occasional dragging of feet while walking; groin pain; and right lateral hip pain (new ¿ onset several weeks prior). Assessment: right greater trochanter bursitis, lumbar radiculitis, and lumbar spondylosis. The patient had tried voltran gel without significant relief. The patient underwent received a right greater trochanter bursa injection. No reported complications. On 1785 days post-op, the patient presented acute exacerbation of pain and continued radicular symptoms on the right and left with numbness into the feet and weakness in both legs and difficulty walking. Per the encounter notes the patient had improved after last injection on the left and now had more pain on the right in the deep buttock and down the leg. On 1866 days post-op, the patient presented with continued back pain in both legs and worsening numbness and weakness in both feet. Per the encounter notes the patient had had some relief after a right sided injection but still has hip and groin pain, left > right. The patient did not want to continue with injections due to fear but wanted to try physical therapy. On 2111 days post-op, the patient presented with acute exacerbation of pain, continued radicular symptoms bilaterally with numbness into the feet and weakness in both legs with difficulty walking. There was tenderness in the paraspinals. Assessment: worsening radiculitis bilaterally right > left and degenerative disc disease. There was evidence of l4-5 herniated nucleolus pulposus and chronic left l4 radiculopathy. The patient was to try naprosyn for symptoms. On 2708 days post-op, the patient presented with constant, dull, achy low back pain, numbness into the left foot, and weakness in the left leg. Per the encounter notes, the patient had worsening l4-5 radiculopathy. Assessment: chronic low back pain; lumbar disc displacement; lumbar radiculopathy, left; and degenerative disc disease, axial skeleton. The patient was to take naprosyn as needed for pain. The patient was not going to continue physical therapy as it was reported as not helping. On 2716 days post-op, the patient presented with degenerative disc disease, chronic low back pain, and left radiculopathy. The patient underwent a lumbosacral MRI which showed transitional vertebral body with s1; previous partial laminectomy at l5-s1 and status post laminectomy l3-l4 with posterior rods, pedicle screws, and interbody fixation, mild retrolisthesis of l3 on l4 and acute diskogenic changes; circumferential disc bulges and facet joint degenerative changes at l3-4 and l5-s1; lateral circumferential disc bulges and facet joint degenerative changes causing severe right and moderate left neural foraminal narrowing at l3-4; and left lateral broad-based disc protrusion at l5-s1 impinging the left nerve roots far laterally. On 2717 days post-op, the patient presented with worsening l4-5 radiculopathy on the left side. The patient was to try naprosyn as need ed for pain. On 2820 days post-op, the patient presented with pain. A new MRI showed worsening l3-4 disc disease. She was to take naprosyn as needed. The patient was deferring physical therapy as they felt it did not help. Under sterile technique a trigger point injection was given to the patient for the referred pain pattern present to the right mid lumbar paraspinals. On 2904 days post-op, the patient presented with a constant dull, achy chronic low back pain, numbness in the left foot, spasms throughout the paraspinals, and weakness in the left leg. Per the encounter notes, the patient had had a recent MRI which showed the fusion in place. The patient had worsening facet disease and l3-4 degenerative disc disease. Assessment: chronic low back pain; lumbar disc displacement; lumbar radiculopathy, left. The patient was to take naprosyn as needed for pain. The patient was not going to continue physical therapy as it was reported as not helping.

Manufacturer narrative:
Concomitant devices: cage, graft extender/expander (implant: (B)(6) 2005). (B)(6). (B)(4). Neither the device nor applicable imaging study films were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted and/or used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.